Event description:
It was reported that there was a revision of a short gamma nail to a long gamma nail due to peri-prosthetic fracture at the end of the gamma nail. No additional medical records available.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.